Event description:
During a diagnostic laparoscopy case, the carbon dioxide insufflator showed an intraabdominal pressure reading on the high side. The surgeon repositioned the insufflation needle and an inadvertent puncture of the bowel was observed. A laparotomy was then done to repair the damage to the intestine.